Manufacturer narrative:
The t:slim pump user guide states to never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge, infusion tubing and site. During the infusion tubing change, the customer inadvertently inserted the infusion set prior to filling the tubing. Tandem customer technical support (cts) assisted the customer with the fill tubing process; however, the cause of the occlusion was unable to be determined as the supplies to the pump had been changed prior to contacting cts.